Event description:
During an unknown procedure, clips would not hold after placing. Another reload was placed in the instrument and the same issue occured. Another like device was used to complete the procedure. There was no consequence to the patient.